Event description:
Self locking nuts came off bolts holding braces under seat leaving chair in danger of collapsing. Retailer: (B)(6). Purchase date: (B)(6) 2018. This date is an estimate. Document number: (B)(4). Report no: (B)(4).